Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 31.5cm was returned for analysis. External insulation abrasion was noted at 28.5-30.0cm from the connector pin, consistent with lead friction to the ICD can. The svc conductor etfe was abraded and fractured at this location. External insulation abrasion was noted at 27.0-28.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was noted that the patient had also received inappropriate therapy during the event. Patient was stable before, during and after the event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented for follow up showing noise on the rv lead. Noise was reproducible in clinic with provocative testing. Lead was explanted and replaced. It was noted that externalized conductors were observed during explant. Patient was stable before, during and after procedure.